Event description:
The surgeon implanted a +21.0 diopter cc4204bf collamer plate lens, but the trailing haptic was damaged and the optic was cracked. The lens was removed with no pt injury. The contact indicated that the cause of the torn lens was the injector. Metal forceps were used.

Manufacturer narrative:
Eval the injector was not returned for eval. However, visual inspection of the lens found the optic and both haptics torn. A work order search was performed and no similar complaints were found within the work order. Conclusion based on the complaint history, the work order search and the eval of the returned product, a specific root cause of the event could not be determined.